Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to have an electrical/fiberoptic defect leading to error 319. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis was able to conclude that the root cause is attributed to a component failure of the dual camera interface board (dcib).

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, error 319 was observed in logs on endoscope controller (ec). The technical support engineer (tse) walked caller through hard power cycle of vision side cart (vsc) and hard power cycle of ec and video processor (vp) and reseated of power cord at ec and reseated of orange fiber cable at ec and vp and confirming all power cords are fully seated at power strip inside of door jam with no change. There was no reported injury.